Manufacturer narrative:
A root cause investigation was completed related to this event. The conclusion of the investigation is that x-ray continued to be generated longer than desired by the customer. This was due to a faulty x-ray on switch. As the switch in question was broken by the customer during the event, and not available for analysis, the specific cause of the failure cannot be determined. No further actions are planned in relation to the device at this time.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe fluoroscopy switch had been broken off by the user in an attempt to terminate the unintended exposure. The switch was evaluated and replaced. The customer reported unintended fluoroscopic x-ray exposure to the patient. There were 5 other clinical individuals present during the event. A supplemental report will be submitted at the conclusion of the investigation which was opened related to the events surrounding this complaint.

Event description:
The customer reported that x-ray continues to stay on after releasing the mainframe fluoroscopy switch. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.